Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a false air in line alarm. There was no pt involvement.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported air in line alarms. Physical inspection found corrosion and contamination on the upstream sensor due to fluid intrusion. Further investigation discovered cracked upstream sensor tail pins. The two issues contributed to increased resistance across the upstream sensor crystal, leading to decreased sensitivity and low upstream sensor readings. The upstream sensor was replaced to correct this condition. (B)(4).